Event description:
Customer reported low blood glucose results but no values were provided. Customer "bottomed out". Paramedics were called two times in five days: 1st time - their device = 43 mg/dl and the 2nd time - their device = 21 mg/dl. Customer was transported to the hospital and given "sugar water", orange juice, and food. No controls used. A request was made for return product and replacement product was sent.